Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number sk1993 on (B)(6) 2020, and it had 6 lives remaining. Based on the information provided at this time, this complaint is being reported because mega suturecut needle driver is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the wire on the tip of the mega suturecut needle driver was broken. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter in an attempt to obtain additional information. The reporter stated that all the information was provided when the instrument was returned.